Event description:
Reference number (B)(4) event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient was using inserts while removing the inserts she noticed that the inserts are kinked and she had higher than normal blood pressure. No further information available